Manufacturer narrative:
Device evaluation: result of investigation: investigation determined that the communication between the user interface controller (epc) and the ventilation controller (cfb) is interrupted and only after a restart of the machine the communication is re-established. Conflict in memory resource allocation between software tasks causes the ventilation controller software to stop, resulting in the generation of the technical failure alarm 305. The failure condition involves a combination of software version 6.0.1600.0 or higher and active hl7 data transmission. Software patch v6.0.2100.0 is in work. Fsca 2021-001 triggered. After a restart, alarm 305 is resolved.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files and trend data were provided. R&d team has been testing the other affected machines but has not been able to reproduce the issue. No root cause has been determined at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000e alarm 305 "communication to cfb disconnected" during patient use. The patient was manually ventilated and eventually transferred to a backup device. No harm is indicated with this incident.